Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per tech services representative, the hi/lo motor is not functioning. He states one side of the bed will not go up. MDR filed.